Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) malfunctioned on three occasions, causing heart damage to the patient. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) malfunctioned on three occasions, causing heart damage to the patient. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received that inappropriate shocks were alleged. A review of latitude nxt records of these shocks were requested.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) malfunctioned on three occasions, causing heart damage to the patient. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received that inappropriate shocks were alleged. A review of latitude nxt records of these shocks were requested. Additional information was received indicating the patient had reported electrical type sensation from their left chest area. They later were in a car accident and reported small little shocks from their defibrillator since. They also reported discomfort. The s-ICD was later explanted and replaced with a non-boston scientific dual-chamber implantable cardioverter defibrillator (ICD). No adverse patient effects were reported.